Manufacturer narrative:
Device remained in patient. This is the final report.

Event description:
A report was received that the patient felt pain at the paddle lead site. The physician confirmed that the paddle lead was upside down. The patient underwent a lead revision. The patient was reportedly doing well.